Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. Updated fields: d8, d9 date returned to mfg, d10 ,g3,h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. New information fields: a2, a4, a5, a6, b5, b6, b7 and h6 (clinical impact code) based on new information provided by the client indicating that the event occurred prior to the procedure and no patient was involved. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was therapeutic colioscopy , the issue occurred before procedure during inspection for use, procedure was completed using another device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited damage cable and artifact on image green vertical lines appears. The intended procedure was therapeutic "coelio", procedure was completed using same device. There were no reports of patient harm.